Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, five (5) companion samples were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed including clear passage test and pressure testing with no issues noted. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer end of an extension set with one-link needle-free lv connector ¿pulled apart¿ while trying to pull the blue cap off of a new saline lock. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.